Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead had a perforation of the heart wall and had a lead dislodgement. Additional information indicated that the dislodgment was confirmed through fluoroscopy. A decrease r wave amplitude and an increase threshold were noted. The rv lead created the avenue for an effusion to occur during dislodgement. The lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. Cuts were noted in the insulation and in suture sleeve. Dried blood was also noted in the lead. The lead passed wire insertion test.